Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was broken and they were able to pull it out of the recharger. The patient indicated the ins was dead and they had to stay in one position and unable to run around. Additional information was received. The patient reported they needed a new desk top charger so they can charge their ins because it was dead. No symptoms and/or further complications reported or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.